Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. The customer was advised to replace the multifunction cable and CPR adaptor as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" messages. Complainant indicated that there was no patient involvement in the reported malfunction.